Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger ((B)(6)) confirmed patients complaint. Led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the wireless recharger will not take a charge. Caller stated the green light on the back of the docking station blinks in and out depending on how they move the cord. Caller also stated that when they are not moving the cord the dock receives intermittent power. Caller mentioned they have left the recharger on the dock for 8 hours and it never charges. Patient reported that the recharger just scrolls orange lights. The issue was not resolved through troubleshooting. An email was sent to the repair department.